Event description:
A nickel-sized area of the implantable neurostimulator was visible through the skin since the pt fell against a dresser six mos ago. The implantable neurostimulator site was red and inflamed. Pus was present. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.